Event description:
Pt reported seeking treatment for high blood glucose on 2 consecutive days in the hosp e.r. They indicated that on the first occasion their blood glucose had measured between 402 -> 600 mg/dl prior to seeking treatment. Upon their arrival at the hosp, pt's blood glucose measured 503 mg/dl (treatment received was not provided). The following day, pt continued to experienced high blood glucose (250 ->600 mg/dl). Pt reported that they programmed a 15u bolus and phoned for emergency medical services. Pt stated that their blood glucose measured 780 mg/dl at the hosp. They were treated with insulin and potassium intravenously and released the following morning.